Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was recently struck by a car and sustained multiple injuries. Per report, she fell on her right side; no lesions were noted or reported near or around the implant site.

Manufacturer narrative:
Conclusion: based on the available information from the field a failure of the electronic circuit seems likely. A contribution of the reported trauma to the observed issues cannot be excluded. However, the device's received condition did not allow further investigation to determine an exact root cause. This is a final report. Note: imdrf code c24 has been chosen (from list imdrf/ae wg/n43final:2023 ,release no. 2023, published date: 16 february 2023) as appropriate code for the investigation conclusion. However this use of this code in field h6 did not allow for the e-submission of this report. So it is noted here.

Event description:
The user was struck by a car (~beginning of (B)(6) 2021) and sustained multiple injuries, requiring hospitalisation for about one months. Due to equipment issues, the user had not worn her right processor over the previous year, and she was scheduled to be fitted with a new sonnet 2 system on (B)(6) 2021. When it was attempted to program the processor in february 2021, at low mcl levels, the user reported and demonstrated extreme discomfort with stimulation. The user has been reimplanted in (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the available information from the field a failure of the electronic circuit seems likely. A contribution of the reported trauma to the observed issues cannot be excluded. To determine an exact root cause, investigation on the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was recently struck by a car and sustained multiple injuries. Due to equipment issues, the user has not worn her right processor over the past year, and she was scheduled to be fitted with a new sonnet 2 system on (B)(6), 2021.